Event description:
During an initial implant procedure, it was noted the set screw was stripped on the device header. The device was explanted and placed to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event set screw anomaly was confirmed in the lab. Left ventricular set screw as found stripped, preventing the torque screw from catching the sides of the hex set head. The set screw anomaly was consistent with having occurred during the procedure.